Manufacturer narrative:
A complete lead was returned in two pieces for analysis. The reported event of noise was not confirmed. An internal short was found between the inner coil and outer coil conductor path. The lead was otherwise normal. The damage found was sustained during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a history of atrial lead noise. The patient's lead was explanted during a system upgrade. The patient was stable.